Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a door open alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The door open alarm was identified during functional testing. The cause of the condition was determined to be a missing door magnet. To correct the condition, the door magnet was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.